Manufacturer narrative:
Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 25mm 8300ab aortic valve, implanted for three years, three months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve.

Event description:
It was reported via the implant patient registry that an 25mm 8300ab aortic valve, implanted for three years, three months, was explanted due to mrsa endocarditis, root abscess, leaflets thickened, vegetation, calcific, and moderate aortic regurgitation. The explanted device was replaced with a 27mm 11500a aortic valve. Per the medical records, the patient presented with lightheadedness and chest pain and was found with endocarditis. The patient underwent a redo avr. The infected valve was removed and replaced with a 27mm 11500a aortic valve. Tee revealed excellent valve function with no significant perivalvular leak. The patient tolerated the procedure and was transferred to the ICU in stable condition. On pod #5, the patient was discharged in stable condition.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.